Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: saitama medical center, japan community health care organization this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the temperature was not displayed while using the foley catheter. Monitor (probably nihon kohden), their relay cable, their tsc tray. Checked the connections of the monitor, cables, etc., but still no improvement.

Event description:
It was reported that during use, the temperature was not displayed while using the foley catheter. Monitor (probably nihon kohden), their relay cable, their tsc tray. Checked the connections of the monitor, cables, etc., but still no improvement.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be broken thermistor that will not function to measure accurate temperature due to rough handling by operator. Pfmea ra87p063 rev 12 (temperature sensing foley catheter assembly) was reviewed for this investigation. The failure mode is addressed in step/item #3. A potential root cause for this failure mode could be broken thermistor that will not function to measure accurate temperature due to rough handling by operator. Based on information in the fmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.